Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device implanted in patient.

Event description:
It was reported that the neuro plate "eroded"/protruded through a patient's skin on the cranium post-surgery.

Event description:
It was reported that the neuro plate "eroded"/protruded through a patient's skin on the cranium post-surgery.

Manufacturer narrative:
The reported event could be confirmed as an image was provided for review. The initial response from the sales rep showed the observations regarding the event. The plate appeared to have lifted and eroded through the skin. Further, the following was also stated ¿(¿) unsure if enough screws, long enough screws, stripped screws on insertion, poor bone, thin skin etc etc (¿)¿ it is assumed that the surgeon will remove/replace the device and close the skin. Multiple requests to gain further information provided no results. This case was presented to stryker¿s medical expert for evaluation. He stated that ¿I can¿t tell from the photo if the plate has ¿lifted¿ off the bone. If it has lifted, then it¿s migration¿, if not then it¿s inadequate skin coverage. If migration, I can¿t say what caused it.¿ based on the performed statistical investigation, there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue.